Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor underinfused during use. At a fill volume of 190 ml and an expected flow rate of 2 ml / hr, the device is expected to finish flowing after 95 hours. However, only 10 ml flowed from the device implying a 0.11 ml/hr flow rate, which is 5.5% of the expected flow rate. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information:the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.